Event description:
A consumer reports experiencing double vision following intraocular lens (iol) implant surgery. She notices the double vision only when she is not wearing her glasses. In a follow-up, the surgeon reported that a yag laser capsulotomy was performed approximately 3 months following the iol surgery. The prognosis for the patient is "excellent". The consumer further reported that the surgeon's optometrist put in a contact lens and her vision is much better.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/14/2008 and 10/27/2008 by phone, fax, and mail. A completed questionnaire was received on 10/27/2008.